Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by out german affiliate, during valve deployment of a 26mm sapien 3 ultra valve in the aortic position by right transfemoral approach, the commander delivery system balloon ruptured. The valve was positioned good with trace regurgitation and full expansion of the valve by echo (tte).  Visual examination revealed a longitudinal balloon rupture and it appeared that there was no loss of balloon material.  The system was removed without difficulty or harm to the patient. The patient was stable. The patient¿s annuls measured 26mm and was severely calcified.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: inflation balloon burst in longitudinal and radial tear and there were no missing pieces of the balloon material. A photo was received and revealed a longitudinal balloon burst. Functional testing was not performed. Dimensional testing was performed on the balloon single wall thickness along the edges of the burst location and was found to meet specification. During the manufacturing process, visual inspections and tests are performed throughout the process. Per procedure, during balloon inspection, the balloons are dimensionally and visually inspected for defects. During the balloon pleat, fold and forming process the balloon size is inspected. During final inspection, the entire device is visually inspected distal to proximal for any damage. In addition, during product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical damage and balloon burst pressure. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The commander delivery system with s3u IFU, device preparation manual and device training manual were reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. The device training manual provides guidance on balloon burst. If delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed from the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'with last ml, the balloon ruptured'. It was noted that severe calcification present on the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.